Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 147 mg/dl, 318 mg/dl, 150 mg/dl, 298 mg/dl, and hi (greater than 600 mg/dl) when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he took his normal medications after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.